Event description:
Per the clinic, the implant magnet was explanted (specific date not reported), due to feedback issues. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 24, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the implant magnet. This report is submitted on january 03, 2023.